Manufacturer narrative:
On (B)(6) 2021, the patient's sample was sent for an investigation and tested on a cobas 8000 e 801 module. The patient's elecsys tsh assay results were "0.00500" uiu/ml and "0.00500" uiu/ml. The patient's elecsys ft4 iii assay result was 2.16 ng/dl. The patient's elecsys ft3 iii result was 3.80 pg/ml. The customer's calibration data, qc data, and sample pre-analytic details were requested but not provided. The observed differences in ft4 values generated with the roche assay and abbott architect assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the available information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. Na.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module serial number 1634-07. The patient's initial ft4 result was reported outside the laboratory. The physician questioned the ft4 result and asked for the sample to be further investigated. The customer performed repeat testing on an abbott architect analyzer for confirmation. Refer to the attachment on the medwatch for all patient data.